Event description:
The customer reported that the bow-tie filter fell from interface plate during a cone beam scan and hit the couch. The pt was startled, but not struck by the filter. There was no injury to pt or user because of this event, and no pt data was provided.

Manufacturer narrative:
The customer examined the bow-tie filter on another machine and found the latch would relax and not hold the filter in place if it was not fully installed. Varian's field service engineer provided instructions for proper mounting when installing the bow-tie filter. In addition, a new plate was ordered to replace the existing plate. Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional f/u to this MDR is expected upon completion of the investigation.